Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was received and reviewed by an abbott clinical specialist. The cine review confirmed the reported complaint. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that the xience pro stent did not open properly during deployment, particularly in the center of the stent. Despite post-dilatation with a non-compliant balloon, the xience pro stent was still noted to be inadequately deployed. There was no adverse patient sequela. No additional information was provided.

Event description:
A cine was received and reviewed by abbott vascular clinical and the following was noted: the area treated was a significant lesion in the proximal left anterior descending artery (lad) that extends across the diagonal. There are no images of post-dilatation shown. At the end of the procedure, the stent was still observed to have a slight waist. No additional information was provided.